Manufacturer narrative:
Info is unavailable; device not returned for evaluation.

Event description:
It was reported that during a lap gastric by-pass procedure, while firing the device for the sixth time the surgeon stated he felt some resistance. The surgeon completed the firing and when he removed the device the tissue was bunched up and the staple line was mangled. The device did not seem to cut and the staples were possibly partially formed. Another device was used with a blue reload. The surgeon felt resistance after the first firing stroke. The device was removed and reloaded with a green reload. The device fired and completed the case with no further issues. The surgeon performed an upper endoscopy to check the staple line for leaks and everything was intact. The case was complete with no patient consequence. The account is holding the device and will not release.